Event description:
Device 3 of 3: reference MFR report: 1627487-2012-13203, reference MFR report: 1627487-2012-13204. It was reported the pt was experiencing headaches when her stimulation was on. She also stated she was experiencing discomfort at her ipg site. Her leads were repositioned by her physician. The physician opted to also move her ipg to a different area in the pocket and secure her ipg. The issue with her headaches was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.